Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to the pump was too hard to function properly. All components were removed and replaced. There were no patient complications.